Manufacturer narrative:
The ge healthcare service representative replaced the suction overflow safety trap to resolve the reported issue. No report of patient involvement. Serial number corrected. Date of manufacture added.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Incident date not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.